Event description:
It was reported when the device was used during a sigmoid colon resection, it fired an incomplete staple line. Another device was used to complete the case. There was no reported consequence to the patient.